Event description:
It was reported that the patient felt a shock at the implantable neurostimulator (ins) site while recharging. The patient discontinued charging, and entered an overdischarged state. A physician mode recharge was performed and the patient was able to recharge the battery to full. It was reported that the battery was working fine and all impedance readings were normal. The patient was given a few more programs and went home happy.

Manufacturer narrative:
Lead: model 3778-60, (B)(4), implanted: (B)(6) 2008, explanted: na, lead: model 3778-60, (B)(4), implanted: (B)(6) 2008, explanted: na, extension: model 3708140, (B)(4), implanted: (B)(6) 2008, explanted: na, extension: model 3708140, (B)(4), implanted: (B)(6) 2008, explanted: na, recharger: model 37752, (B)(4), programmer: model 37743, (B)(4).